Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button was unresponsive on the insulin pump. The customer also reported the insulin pump was locked up and a threshold suspend alarm was found in the alarm history. The customer also reported a black dot was present on the insulin pump's screen. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with frozen display due to corroded electronic assemblies. The insulin pump was unable to verify unresponsive buttons due to frozen display. However, the insulin pump had corrosion noted at keypad traces. No black dot on screen noted. The insulin pump was unable to verify threshold suspend alarm due to frozen display. The insulin pump was received with corroded motor home switch and minor scratches on lcd window.